Manufacturer narrative:
Continuation of d10: concomitant products section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), g2: foreign country, italy. The camera was returned for analysis. The returned positioning sensor unit (psu) had scratches on the housing and lenses. Communication was not able to be established with the psu to be able to read the event log. An accuracy test was not able to be performed. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during planned maintenance (pm), it was discovered that the camera did not work. The red led was lit indicating a bump or battery fault. The camera required replacement. There was no patient involvement.